Manufacturer narrative:
The coaguchek xs meter serial number was (B)(6). The date and time were not set correctly on the meter. A display check was performed and no issues were noted. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. E3 - occupation was patient/consumer.

Event description:
There was an allegation of questionable results and a display issue with the coaguchek xs meter. The customer alleged when reviewing the meter memory, the "2" on the display appeared as a "backward 6". The customer tested three times with results of 8.2 inr, 8.2 inr, and 2.8 inr. All tests were performed within 30 minutes. The same finger was used for the first two results, but a new finger was used for the third test. The therapeutic range was 2.0- 3.0 inr and the testing frequency was bi-weekly. The customer had increased his salad consumption.